Event description:
The reporter indicated that the surgeon implanted a 13.2mm vtich13.2 implantable collamer lens in to the patient's right eye (od) on (B)(6) 2013. Low vault was noted, the lens was exchanged for a longer lens on (B)(6) 2014, and the problem was resolved. The patient's last know ucva was 20/20 as of (B)(6) 2014.

Manufacturer narrative:
Visual inspection of the returned product showed the lens was dry and the optic was torn. A lens work order search revealed there were no similar complaints found within the workorder. Medical review: review of this file indicates that the lens was not implanted in accordance with the dfu requirements (e.g. Patient age below 21 or over 45 years, acd below 2.8mm for icl/ticl and below 3.0mm for vicl/vticl, keratoconus, pregnant or nursing patients, patients with low/abnormal corneal endothelial cell density, fuch's dystrophy or other corneal pathology, patients who are amblyopic or blind in the fellow eye). Off-label use of the device, no clinical data can support the complaint events(s) or the effect(s) on the efficacy and safety of the device. This information has been communicated to the medical advisor of staar surgical and to the surgeon in case of severe deterioration of patient health. According to use fmea (failure modes and effect analysis) it has been determined that the inadequate vault is a consequence of wrong lens use failure mode (i.e. Improper white to white measurements, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). Based on the complaint information, work order search, medical review and evaluation of the returned product, a probable root cause of the inadequate vaulting has been determined to be related to inaccuracy of the white to white measurement or mismatch between white to white and the sulcus to sulcus diameter. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Pt weight: unk. (B)(4).